Event description:
Customer called with question regarding the rinsing of cidex plus on scopes. She reports that in the past week they have had two (2) patients with symptoms of irritation (post colonscopy). One patient had some bleeding. The other was given antibiotics. In addition, reference manufacturer report(s): #2084725-1998-00024.